Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that there was an unspecified etco2 issue on the heartstart mrx airworthy. There was no reported pt involvement and/or impact.